Manufacturer narrative:
Implant date is on or about (B)(6) 2011. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter being irretrievable. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter being irretrievable. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter being irretrievable and there are blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). There has been no documented attempt to retrieve the filter and the patient is also reported to have experienced anxiety. The indication for the filter placement was acute deep vein thrombosis (dvt) of the right lower extremity and planned thrombolytic therapy, the filter was placed to prevent pulmonary embolism during the thrombolysis treatment. The filter was placed via the right groin in the infrarenal ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Relevant medical history). (Date received by the manufacturer). (Evaluation codes). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter being irretrievable. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted into the infrarenal ivc due to acute right lower extremity deep vein thrombosis. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately five years and two months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The filter was implanted for more than 90 days and deemed too risky to attempt retrieval; however, a retrieval attempt has not been documented. The patient also reports suffering from anxiety.